Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation: siroforce no. (B)(4),: provided accessories: micromotor with cable (B)(4). Foot control (151041). Diagnosis: battery defect (h: 41: 21:45, s: 85; f: 70 --> device was charged 85x. Enough would have been 21. --> battery overcharged, misuse). Needed service for repair: vr01103000900 battery recycko 1.000 sf2. Service fee 2 1.000 all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a vdw. Gold reciprocal stops during use. The outcome of this event is unknown as of this MDR. Further information requested.